Event description:
On 11/24/2025, it was reported by a sales representative via (B)(4) that an ar-2386-10 quadpro harvester was unable to cut the quad graft out of the patient. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is user-related, such as an incorrect angle that leads to incomplete engagement of the graft in the cutting slot.